Event description:
It was reported when they attach a non-(B)(6) high pressure 3-way stopcock for fluid infusion it to draw act's, the stop cock unwinds from the watchdog. No pressure being injected. They attempted attaching a different stopcock to the watchdog. No patient info was available per hospital policy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).